Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. Based on the information reviewed and per the opinion of the physician, the single leaflet device attachment (slda) was due to challenging patient anatomy. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted for stabilization, reducing the mr to 2+. No additional information was provided.